Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 had failed and was unable to recover. A field service engineer (fse) addressed recurring issues where main drawers 3.2 and 6 were not detected on the bus by reseating the row board cables for both drawers. The barcode scanner was intermittently failing, so it was replaced. Tests on drawers 3.2 and 6 and scanning tests in the hardware test application passed successfully. The escort verified scanner functionality by unloading/loading a medication from main drawer 3.2 without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.